Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump delivered an incorrect amount of insulin pump twice in recent years. The patient's blood glucose at the time of the incidents was unknown. On the customer's veo insulin pump, the maximum bolus delivery limit was removed when the battery neared depletion. The caller reported that the customer needed to be increasingly cautious about their insulin deliveries when the battery levels declined. Troubleshooting did not occur. The insulin pump was not returned for analysis.